Event description:
The pt suffered a burn of the superficial zone of the eye during an ophthalmic procedure while using phacoemulsification handpiece. It is not known if the handpiece overheated or if the irrigation sleeve was not positioned correctly. Another handpiece overheated or if the irrigation sleeve was not positioned correctly. Another handpiece was used to complete the procedure. Pt post-operative condition is not known.